Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to replace the computer and test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that there was no response sometimes when using ent software on the navigation system. There was no patient present when this issue was identified.